Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention an ivus catheter was stuck inside the stent. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous distal right coronary artery. The physician performed post-ivus after stent implantation, an f/g atlantis sr pro² imaging catheter was advanced. After post ivus, when the physician attempted to withdraw the catheter f/g atlantis sr pro², the catheter was stuck in stent. The physician removed the transducer first and then a terumo guidewire was inserted. The imaging catheter was successfully removed from the patient. The procedure was completed with another with the same device. No patient complications were reported and the patient's condition is good.

Event description:
It was reported that during a percutaneous coronary intervention an ivus catheter was stuck inside the stent. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous distal right coronary artery. The physician performed post-ivus after stent implantation, an f/g atlantis sr pro² imaging catheter was advanced. After post ivus, when the physician attempted to withdraw the catheter f/g atlantis sr pro², the catheter was stuck in stent. The physician removed the transducer first and then a terumo guidewire was inserted. The imaging catheter was successfully removed from the patient. The procedure was completed with another with the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. Both hub wings were bent and two flaps of hub rotator were damaged when the device was received. The male/female luer connection was disconnected and the imaging core was outside of the sheath assembly. Kinks were observed in the sheath assembly from femoral marker at the proximal end. The guidewire exit port was lifted 0.5mm and ripped 1.0mm long. A test guidewire ((B)(4)) was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. A drive shaft waist defect from the distal housing was observed. Full image characterization testing cannot be performed due to the imaging core not being able to be inserted back into the sheath due to the kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).